Event description:
On (B) (6) 2010, the pt underwent the surgery with the g3 nail and u-lag screw. On (B) (6) 2010, the surgeon found through x-ray that the lag screw had been cut out from the femoral head. On (B) (6) 2010, the surgeon found through the x-ray that the lag screw penetrated into the pelvis. On (B) (6) 2010, the pt underwent surgery for removal of the lag screw. The surgeon is monitoring the pt now. The surgeon is planning the bha or tha revision surgery.

Manufacturer narrative:
Na.